Event description:
It was reported that the patient reacted to the dressing. It left red mark where dressing had been in place under compression. The skin appeared to have wet blister like marks on the reddened skin round the dressing.